Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the filter at the electrical circuit input as well as the battery management and the system power manager (spm). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pediatric pyeloplasty surgical procedure using an xi system, the customer reported an error message stating there were no backup batteries. The caller noted a field service engineer (fse) had replaced the power cable two days earlier, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and confirmed the patient side cart (psc) was on ac power and the batteries were charging. The tse inquired whether the system had remained plugged in overnight; the customer said the system was powered off overnight but the breaker remained in the ¿1¿ position with the power cord connected to a known live wall outlet. The tse instructed the customer to power cycle the system to clear the message. The customer also reported the system sometimes switched to battery power during use. The procedure completed as planned with no reported patient injury.